Event description:
Surgeon suspected leak in lap-band system access port. The pt went to surgeon for other abdominal surgery and informed the surgeon about the implanted lap-band system. Post other abdominal surgery the pt stated...not losing any more weight. The pt was reviewed by a bariatric physician in the surgeon's practice who performed a barium swallow which appeared normal, the band was in good position and no abnormalities detected with the band. The bariatric physician referred the pt to a surgeon to review the band who checked fluid in the band. The surgeon queried leak, as fluid in the band was less than the documented amount. The pt was booked for surgery and access port was explanted. The explanted device will be returned.

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product model number, serial number, implant surgeon and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no model number, serial number or implant date was given. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."